Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the pulse generator exhibiting under-sensing leading to a delayed mode switch. The patient complained of chest pain and had been in chronic atrial flutter. Programming interventions were made. The patient was in stable condition.